Event description:
It was reported that the customer was hospitalized for dka. The family member stated that the leadscrew test was done with the trainer at the hosp and it passed. It was verified that the programming and histories were accurate. In addition, the reservoir was placed correctly in the pump. No further details.